Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet unraveled was confirmed and the cause was determined to be use related. One 6fr t/l powerpicc was returned for investigation. The catheter had been cut at the 40cm depth mark. The stylet and t-lock extension set were received separate from the catheter. The stylet core wire had been pulled through the septum on the t-lock extension set. The core wire was still attached to the black tab. The coil wire was stretched and elongated over the core wire. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and the cross sections were noted to be flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed. This type of damage typically occurs when the catheter is trimmed to length without sufficiently retracting the stylet. The IFU cautions, ¿the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ the red hang tag on the stylet states, ¿do not cut stylet ¿ withdraw stylet before trimming catheter¿. A lot history review (lhr) of rebn0353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet unraveled upon removal from the PICC. The PICC was removed from the patient. There was no patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet unraveled upon removal from the PICC. The PICC was removed from the patient. There was no patient harm reported.